Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The o-ring was removed; however, multiple cartridges did not to fit securely onto the pump. There was no adverse impact to the customer's blood glucose. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.